Event description:
Replogle attached to suction, but suction was not working (even though it was turned on). The vent was also occluded by a kink in tubing as well as fluid, so it was unable to vent as well. New replogle was inserted with instant drainage, new suction attached to wall. Infant's abdomen continued to be round and full but became soft.